Event description:
It was reported that the central monitor failed to generate alarms. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Additional information was received in reference to report number (B)(4). This follow up case is being created in order to update the investigation, the evaluation codes, and the conclusion code.

Event description:
Problem statement: it was reported that the central monitor failed to generate alarms. Complaint evaluation: the philips technical consultant (tc) confirmed the event. A follow up call was made and it was reported that the loudspeaker was replaced by the tc due to external speaker damage. This is a reportable malfunction. Customer resolution and conclusion: the cause of the event is speaker damage. The issue was resolved by replacing the speaker. The device remained on site. Patient/user involvement was the device being used on a patient at the time of the event, including for the purposes of diagnosis? Yes was there any adverse event to the patient or user? If yes, describe? No if there was an adverse event, did the device cause or contribute to the adverse event, and how? There was no adverse event or patient harm reported

Event description:
It was reported that the central monitor failed to generate alarms. It is unknown if the issue was resolved. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The philips technical consultant (tc) did not confirm the event. There was a work order for onsite service, but no indication that the tc went on site. There has been several attempts for additional information made with no response. This is a reportable malfunction. The cause of the event is unknown. It is unknown if the issue was resolved. The device remained on site. H3 other text : the case was closed with no information.